Event description:
It was reported that the patient experienced double vision after approximately six (6) weeks implant of the intraocular lens. The lens was explanted and replaced with another abbott medical optics (amo) model lens. The replacement lens was a monofocal lens versus the original implant, a multifocal lens. Further, it was reported that the patient was doing fine and had recovered without sequelae. It was the doctor's opinion that the relationship of the event to the reported patient problem was possibly.

Manufacturer narrative:
(B)(4). The device has been received and is pending product evaluation. The device manufacturing records were reviewed and showed no deviations. A review of the manufacturing records for the lens revealed the device met all specifications and passed all inspections prior to release to market. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens was returned to our manufacturing facility for evaluation. Visual examination revealed a lens that was cut in half. This condition precluded being able to measure the diopter. No optical deviations on the optics parts were found. The lens passed all criteria for acceptance for all tests performed during the manufacturing process and was within all specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. (B)(4).